Manufacturer narrative:
(B)(6). Box d: updated information, reporting institution name from, (B)(6) hospital affiliated to (B)(6) to (B)(6). To (B)(6). Updated, reporting address line 1 from, (B)(6) to (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker inoperative message present. Audio was not confirmed. The customer was provided an exchange device, and the original was sent to bench repair for further evaluation. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to have sound, it was replaced per current process. The investigation concludes that no further action is required at this time.